Event description:
Customer called to report that yesterday during the end of the 4 cycle, they noticed a blood leak in the photoactivation chamber. The leak was noticed while observing the buffy coat for cycle 4; the customer reported that no alarm occurred. They aborted the treatment without blood returned to the patient. Service order (B)(4) was dispatched. Customer provided photos for evaluation.

Manufacturer narrative:
A review of lot c709 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for the complaint categories involved in this complaint and no trends were detected. Service order (B)(4) feedback is still pending. The assessment is based on information available at the time of the investigation. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).